Event description:
It was reported that the patient experienced redness at the incision line and skin overlying the pump since pump replacement in 2009. See also manufacturer's report#: 6000030200903564. Approximately at about 35 days later, the patient noted an increase in the area of redness, an opening within the incision line and clear fluid drainage. The patient had begun amoxicillin on approximately 5 days later on his own initiative. When the patient was seen by the managing hcp for reprogramming of the pump at about 2 days later, he prescribed oral bactrim, double strength, 2 tablets twice a day and referred the patient to an infectious disease consultant for evaluation of the site. At 2 days later, the patient was seen in consultation. It was noted at that time that the margins of erythema had decreased, the small opening within the incision appeared to have closed and there was no drainage. Per the consultant, the patient was to continue on the bactrim regimen with the hope that if it was a staph infection, it could be managed with only oral antibiotic therapy. The patient was to follow-up in 2 weeks or call sooner if need be. The consultant discussed the concerns of leaving the pump in place and that the real test of successful treatment would be known when the antibiotics were discontinued. The infectious disease consultant believed the patient to be at moderate to high risk for subsequent removal of the device to achieve cure of infection.